Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the mobile view station (mvs) would not boot and the power-on led was not lit. The mvs power cord was damaged. When the system was plugged in, the mvs would not power on. Replaced the power cord and tested. The system is fully functional. The damaged power cord was received by the manufacturer for evaluation. Analysis confirmed the reported problem "mvs will not power on." The black wire failed the continuity testing due to being open. The ground and white passed continuity testing. Faulty mvs power cable. And electrical failure mode was confirmed, finding a damaged power cable to be the root cause. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system mobile view station (mvs) would not power on and the image acquisition system (ias) was not charging. There was no patient present when this issue was identified.